Event description:
It was reported that the motorized arm on the 9600 system would intermittently drift down during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.